Event description:
It was reported that the patient hears back-ground noise and is no longer able to understand speech. Testing confirmed that the device has malfunctioned.

Event description:
The complainant has been re-opened upon receiving the explant. In the original complaint the patient states that patient cann hear background noise and is unable to understand speech. The complaint had been closed due to no date being set for re-implantation.